Event description:
It was reported that the customer was treated by the paramedics due to high blood glucose levels. The reported blood glucose reading at the time of the call was 519 mg/dl. Unable to troubleshoot at the time of the call as the customer was about to be transported to the hospital. Advised the caller to call back at her convenience for troubleshooting. The customer's daughter later called to report that the customer had a bent cannula, but the insulin pump did not alarm with no delivery. The caller did not have a tubing clamp for the high pressure test. Advised the caller that a tubing clamp would be shipped. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.